Event description:
It was reported that a malfunction alarm occurred with the code malf 0. The impact on the customer's blood glucose level was unknown or declined to be answered. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.